Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a blank display. The customer¿s blood glucose level was unknown. The customer stated that the insulin pump had not passed the self test. The customer was advised the insulin pump has to be replaced and revert to backup plan per healthcare provider's instruction. The insulin pump will be returned for analysis.

Manufacturer narrative:
Hardware low level failures confirmed in the downloaded history log due to broken trace at pin of ambient light sensor. Insulin pump passed the self test and displacement test.